Event description:
It was reported that there was damage to the pump's usb port and housing, which affected the ability to charge or upload data effectively. There was no adverse impact to the customer's blood glucose level. The customer was informed that the pump would be replaced, as it was still under warranty, and they received instructions on returning the damaged pump. Customer continued to use pump for insulin therapy.